Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure the t-loop electrode burnt out. This is event #1 of 3.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a procedure the t-loop electrode burnt out.